Manufacturer narrative:
The customer facility's in-house maintenance replaced the probe rinse block, which resolved issue. (B)(4).

Event description:
The customer reported an uncontained leak of a few drops onto sample tube caps from a coulter ac·t diff 2 analyzer while running patient samples. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.